Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the surgeon obtained accurate registration (0.9mm). There were no issues at surface level. The surgeon proceeded to find the tumor, based on the sagital plane, the representative (rep) suggested for the surgeon to go more superiorly (the tumor was not in full view in the sagittal plane) surgeon proceeded to make the incision and did not find the tumor. The amount of inaccuracy was about 1-2cm. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided. The archive was reviewed, all points acknowledged were anterior and on the patient's left side. No points were acquired on the right or in an inferior direction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the surgeon obtained accurate registration (0.9mm). There were no issues at surface level. The surgeon proceeded to find the tumor, based on the sagital plane, the representative (rep) suggested for the surgeon to go more superiorly (the tumor was not in full view in the sagittal plane) surgeon proceeded to make the incision and did not find the tumor. The site experienced less than 1-hour delay. There was no reported impact to patient outcome. No additional information was provided.

Manufacturer narrative:
The software investigation was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs and archive were reviewed but provided insufficient information to determine root cause of the reported behavior. If information is provided in the future, a supplemental report will be issued.